Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued to the physician. The cause of this event is unknown.

Event description:
The customer reported a false negative urine hcg. They repeated the test twice using the same lot of reagent and got positives both times. Additionally, a quantitative analysis came back positive. There was no injury reported due to this event.